Event description:
Additional information: it was reported that the patient was open on the table at the time of report. The reporter was wondering if they were going to need to start the patient at a lower dose than the patient was at before if ¿it was leaking.¿ a pump replacement was just done in march. The reporter was wondering if it ¿just did not heat on there¿, or maybe it was damaged when we swapped it out. The reporter was concerned that the new little piece of catheter might be primed if they did not want to aspirate. The reporter was wondering if they should just replace the whole catheter due to how old it was.

Event description:
It was reported that the patient experienced swelling and redness at the pump pocket site. Fever and anxiety were also noted. A possible leak at the connector site was noted. The fluid was sent for analysis to see if baclofen was identified. The cultures were negative. A new connector was placed; the pump and catheter remained implanted. Following the revision it was noted that the patient was doing well. The pump delivered lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8703, lot # j94142142, implanted on: (B)(6) 1994, explanted on: unknown; (B)(4).